Manufacturer narrative:
The company service representative examined the system and found the dovetail loose, replicating the reported event. The company service representative tightened the screws and resolved the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal-component wear, as the screws on dovetail became loose overtime. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported the aberrometer is loose. Screws were found loose and the field service engineer (fse) tightened them. Additional information has been requested.